Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). Model#: sc-4318, lot #: 19105079, description: clik x anchor. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection at the ipg site. It was noted that the pocket was exposed. The physician believed that the ipg had nothing to do with the infection. The patient underwent an explant procedure. The patient was doing well post-operatively.

Event description:
A report was received that the patient developed an infection at the ipg site. It was noted that the pocket was exposed. The physician believed that the ipg had nothing to do with the infection. The patient underwent an explant procedure. The patient was doing well post-operatively.